Event description:
A report was received alleging a ventilator experienced a graphical user interface (gui) malfunction during use. There was no patient harm reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator and verified the reported issue. The cse replaced both the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter pcbs, which resolved the reported issue. The ventilator passed extended self tests (est), short self tests (sst), and performance verification tests (pvt).